Event description:
A member of the nutrition staff intending to activate a patient's nurse-call cable switch, instead activated the patient controlled analgesia (pca) dose request handset, initiating the delivery of a dose of morphine. Discussion regarding the incident within the nutrition department revealed the belief that this has occurred more than a few other times. The fact that the pca handset switch is a green button and the nurse call cable switch button is red, has not been sufficient to avoid this confusion.